Manufacturer narrative:
No injector was returned for evaluation for the report of the lens tearing in half; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
A physician reported that due to a defect of the injector, an intraocular lens (iol) was torn in half. Additional information was provided that there was no impact to the patient.